Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: mean (y) 4.1 +/- 1.2. Gender(s)sex(es): male 7(58.3). Date(s) of event: unknown, not provided. Model #: a complete model is unknown, only provided 350, additionally, the serial numbers were not provided. Catalog#: a complete catalog number is unknown, only provided 350, additionally, as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided explant date: n/a (not applicable) as there is no indication that the devices were explanted. Initial reporter phone number: unknown, not provided device manufacture date: unknown, as serial numbers were not provided. The devices were not returned for analysis (they remain implanted). There were no serial numbers reported for these devices; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). Citation: esfandiari, h., md, kurup, p.s., md, torkian, p., md, mets, b.m., md, rahmani, b., md, tanna, p.a., md, (2019). Long-term clinical outcomes of ahmed and baerveldt drainage device surgery for pediatric glaucoma following cataract surgery. J glaucoma, 28(10), pp. 865¿870 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: long-term clinical outcomes of ahmed and baerveldt drainage device surgery for pediatric glaucoma following cataract surgery. A retrospective study was done to describe the long-term safety and efficacy of primary glaucoma drainage device surgery in patients with pediatric glaucoma following cataract surgery (gfcs). Two (2) eyes of the baerveldt glaucoma implant (bgi) group lost more than two lines of visual acuity due to corneal edema in one (1) eye and advanced glaucomatous optic neuropathy in one (1) eye. Further complications reported in the bgi group included early hypotony (n=1), hyphema (n=2), and persistent serious choroidal effusion (n=1). The patient with persistent serious choroidal effusion underwent choroidal drainage as intervention.